Event description:
The customer reported to customer service that her nipples were sore from pumping with her personal fit breast shields that she uses with her pump in style advanced breast pump. Customer service sent her a different size breast shield to try. After follow-up with medela clinician on (B)(6) 2014, the customer reported that she received the replacements, but symptoms were unchanged with their use. She has been seen by a local lc since then and was diagnosed with candida and treated with topical fungal medication. She finds her pain and soreness are improving and she is now pumping with 27 mm breast shields after fitting by lc.

Manufacturer narrative:
A larger size breast shield was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of a yeast infection while using a pump in style breast pump has not been determined at this time. It is currently being investigated under (B)(4).